Event description:
Follow up identified that the patient underwent surgical intervention to explant and replace the ipg, restoring therapy post-operatively.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the ipg was not able to communicate with external devices. It was determined that the ipg was inoperable. Surgery may be pending to address this issue.